Event description:
Pt underwent uneventful lasik ou (B)(6) 2017. Patient presented on 1-day p.o. Appt with decrease va os. Horizontal striae noted os. Patient scheduled for lift and smooth on (B)(6) 2017. Patient scheduled for a lift and smooth procedure (B)(6) 2017. All went well. On (B)(6) 2017 1 day post lift and smooth vasc 20/60 os, bcl in place. Reference MFR # 3003288808-2017-00705.